Event description:
The initial reporter stated they received discrepant results for in total 14 patient samples tested with the elecsys anti-tpo, elecsys shbg, elecsys cortisol ii, elecsys ferritin, elecsys tsh, elecsys insulin, elecsys estradiol iii and elecsys prolactin ii assays on a cobas e 801 analytical unit. All samples were repeated on a cobas e 602 module. The initial results from the e801 module were reported outside of the laboratory. The results from the e602 module were believed to be correct. Refer to the attachment for all relevant test data. The cortisol reagent lot number was 56122100, with an expiration date of 31-aug-2022. The insulin reagent lot number was 58453100, with an expiration date of 31-mar-2022. The anti-tpo reagent lot number was 60029000, with an expiration date of 31-aug-2022. The estradiol reagent lot was 56673000, with an expiration date of 31-aug-2022. The shbg reagent lot was 56810700, with an expiration date of 31-dec-2022. The tsh reagent lot was 57176500, with an expiration date of 31-jan-2023. The prolactin reagent lot was 58011900, with an expiration date of 31-may-2023. The ferritin reagent lot was 57181100, with an expiration date of 31-jan-2023.

Manufacturer narrative:
The provided alarm trace shows a number of abnormal low signal alarms at the time of the events. The field service engineer exchanged the pinch valves and ran performance testing. The investigation could not identify a product problem. The cause of the event could not be determined.